Event description:
It was reported that bd intima-ii closed IV catheter system had the tubing rupture and leaked. The following information was provided by the initial reporter: "the nurse immediately examined the cause and found that the indwelling needle of the closed vein was enlarged at the hose and then ruptured."

Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 9050858. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Based on their evaluation and the description of the event, they were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima-ii is an infusion only device and is not rated for high pressure injections. H3 other text : see h10

Event description:
It was reported that bd intima-ii closed IV catheter system had the tubing rupture and leaked. The following information was provided by the initial reporter: "the nurse immediately examined the cause and found that the indwelling needle of the closed vein was enlarged at the hose and then ruptured"